Event description:
Customer reported that the alarm sounds intermittently. Batteries have been replaced with a new supply. Customer reported the sensor has only been in use for 4 months. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval codes, results: (other) - eval of the returned product found that the alarm has intermittent power. There was no external physical damage to the unit. (B)(4).